Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. Deep scratches were found on the housing¿s top cover. In addition, the bottom chassis and the front panel was found corroded. Worn-out pins were found inside the connector causing a poor connection. There was corrosion on the universal serial bus (usb) pins. The image quality was found unstable when the pigtail was wiggled. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported image issues during the usage of a video system center. It was reported that the device worked fifty percent of the time and would sent images to the charting system intermittently. There was no patient harm or injury reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the physical inspection and functional testing of the device, olympus has concluded that the reported issue was most likely caused by user mishandling. The significant corrosion observed was likely caused by the user leaving the foreign matter such as water, dust, dirt, and the remainder of the chemical liquid adhered to the connectors and generally leaving the unit in a wet environment. The device was repaired and returned to customer. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.